Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture. Continued e1 phone number: (B)(6).

Event description:
Healthcare professional reported per mammogram and ultrasound right side sparse and isolated calcifications and intracapsular rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 19aug2024.

Event description:
Healthcare professional reported per mammogram and ultrasound right side sparse and isolated calcifications and intracapsular rupture. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Calcification: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported per mammogram and ultrasound right side sparse and isolated calcifications and intracapsular rupture. Device has been explanted.